Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on an unknown date. Customer's blood glucose level was 28 mg/dl and 43 mg/dl. Customer was treated with juice. Customer declined for troubleshooting. Customer stated that the lip ring of insulin pump was missing but insulin pump was still working but reservoir was able to lock in place when inserted into the insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.